Event description:
It was reported that the visera hysteroscope had tip broken as nozzle was not attached during sterilization. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, the customer's allegation was confirmed. However, the probable cause of failure to attach a connector at the time of sterilization was not identified. A definitive root cause of reportable issue could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The suggested event is detectable and preventable by handling device in accordance with the following IFU: instructions visera hysterovideoscope olympus hyf type v important information ¿ please read before use warnings and cautions do not coil the insertion tube, universal cord or video cable into a diameter of less than 10 cm. Equipment damage can result. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. 6.5 eto gas sterilization: attach the eto cap to the endoscope connector before sterilizing. If the eto cap is not attached to the endoscope during sterilization, the vacuum created within the sterilization chamber can rupture the covering of the bending section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.